Manufacturer narrative:
The account replaced the top block assembly and the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged the brakes were not holding. No injury reported.